Event description:
It was reported that following a recent battery replacement that patient was seen with high lead impedance. Patient is being referred for xrays and back to neurosurgeon for exploratory surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that high impedance was resolved with pin re-insertion surgery. Surgeon first noted that before he removed lead pin from generator, that the lead was not pushed to the back of the generator. The lead was backed out of the generator to test the battery with the tester pin. The battery tested good. The surgeon then reinserted lead pin in generator and we did 3 more interrogations with good lead impedance results. The surgeon mentioned that they had also performed 3 interrogations during the previous battery change with good lead impedance results. The physician reports that x rays were completed with no concerns reported. There was no trauma or manipulation that may have contributed to the high impedance. Pin-reinsertion surgery was completed. Device evaluation is not necessary. It will add no value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR? Code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.